Event description:
It was reported that the handpiece stopped during the procedure and the battery pack became hot. The procedure was completed successfully with a back up handpiece. There are no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR for investigation. Only the battery pack and some of the electrical cable was returned, the handpiece had been cut off. According to the quality engineer, white powder identified as battery acid was detected inside the battery pack and black particles from the batteries insulation were observed inside the battery housing.